Event description:
While patient was on the phone with dexcom technical support on (B)(6) 2012, he suffered a hypoglycemic episode. Prior to the call, patient had treated himself with insulin expecting to eat a large meal but never got to the food on time. While on the phone with dexcom technical support, patient reported a bg value of 34 mg/dl and a cgm value of 94 mg/dl. As the patient was becoming more and more incoherent, dexcom technical support called paramedics. Paramedics measured patient's bg at 52 mg/dl and treated him with apple juice. Patient is unable to send cgm data for dexcom to review.